Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 11 months post implant of this 20mm pulmonary valved conduit in a 10 year and 3 month old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The valve was replaced due to moderate stenosis and moderate regurgitation. No additional adverse patient effects were reported.